Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the radiopaque (ro) marker bands were not visible. The 2.0x15mm apex balloon catheter was advanced but the site could not see the markerbands. The procedure was completed with a non-bsc balloon and no pt complications occurred.